Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the pca front door assembly is worn and requested the part number. No patient involvement is noted.

Manufacturer narrative:
Technical support performed troubleshooting over the to determine the customer reported issue of npi 8120 worn front door assembly. Technical support: general information / training: 1. Customer had an old part number to replace their worn door assembly, and wanted to verify. 2. Part number had been updated and it was provided. 3. Customer stated the part numbers in the manual are useless. 4. Lastly I walked the customer through locating our online parts list. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: customer had an old part number to replace their worn door assembly, and wanted to verify. Part number had been updated and it was provided. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported that the pca front door assembly is worn and requested the part number. No patient involvement is noted.

Manufacturer narrative:
Technical support performed troubleshooting over the to determine the customer reported issue of npi 8120 worn front door assembly. Technical support: general information / training: 1. Customer had an old part number to replace their worn door assembly, and wanted to verify. 2. Part number had been updated and it was provided. 3. Customer stated the part numbers in the manual are useless. 4. Lastly I walked the customer through locating our online parts list. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: customer had an old part number to replace their worn door assembly, and wanted to verify. Part number had been updated and it was provided. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported that the pca front door assembly is worn and requested the part number. No patient involvement is noted.